Manufacturer narrative:
An event of anemia and pneumonia was reported. The patient history included hypercholesterolemia. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined.

Event description:
Crd_992 - valved grafts pas. (B)(6). (B)(6) 2023 a 23mm master series, vavgj was implanted in a patient. The patient also presented anemia and was treated with one unit of blood transfusion. Prior to the implant procedure, the patient hemoglobin was 15.5g/dl. The physician reported that the anemia was procedure related. It was also reported that on 17 march 2023, the patient presented with pneumonia features and was treated with antibiotics. The patient is stable.

Event description:
Crd_992 - valved grafts pas. Pl5215 - 136 (r762614201, r762614601). On (B)(6)2023 a 23mm master series, vavgj was implanted in a patient. The patient also presented anemia and was treated with one unit of blood transfusion. It was also reported that on (B)(6)2023, the patient presented with pneumonia features and was treated with antibiotics. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.